Event description:
A consumer reported that after the stent implantation procedure for glaucoma in the right eye, complications occurred. Shortly after surgery, intraocular pressure had dropped markedly due to excessive drainage. The patient experienced pain when touching the eyelid and progressive vision loss. Daily activities and work performance had been impaired, as the patient had to frequently close the affected eye due to discomfort and reduced vision. Prior to the procedure, the patient had been treated with topical beta-blocker therapy combined with a prostaglandin analogue. Following the implantation, additional therapies had been introduced to manage complications. These included anticholinergic eye drops (later discontinued), systemic corticosteroids administered at varying doses, and a proton pump inhibitor for gastric protection during steroid use. The patient had continued on topical beta-blocker + prostaglandin analogue combination therapy and alpha-2 adrenergic agonist drops. Despite these interventions, follow-up examinations had documented shallow anterior chamber, iris incarceration, myopic shift, and fluctuating intraocular pressure ranging from 9 mmhg to 30 mmhg. The patient had required repeated consultations at multiple hospitals and had been advised on possible revision or explantation of the stent. Although initial discomfort had improved, bothersome symptoms had persisted, including sensitivity when touching the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).